Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that the patient¿s liberty cycler experienced an air detected in cassette warning during dwell 1 of 4. Fluid was discovered. Patient reverted to manual pd treatment. Upon follow up, the patient confirmed the reported event. Additionally, the patient confirmed that multiple air detected in cassette alarms occurred during dwell 1 of 4 and the treatment was cancelled. After treatment was cancelled, the patient confirmed that the leak was coming from the cycler set door. The cause of the leak was unknown. The patient stated their solution bags and connections were dry and secure after inspection of the supplies. No product issues were discovered beyond the door leak. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed that they are scheduled to receive the replacement cycler. The patient confirmed that the cycler set was discarded and not available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that the patient¿s liberty cycler experienced an air detected in cassette warning during dwell 1 of 4. Fluid was discovered. Patient reverted to manual pd treatment. Upon follow up, the patient confirmed the reported event. Additionally, the patient confirmed that multiple air detected in cassette alarms occurred during dwell 1 of 4 and the treatment was cancelled. After treatment was cancelled, the patient confirmed that the leak was coming from the cycler set door. The cause of the leak was unknown. The patient stated their solution bags and connections were dry and secure after inspection of the supplies. No product issues were discovered beyond the door leak. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed that they are scheduled to receive the replacement cycler. The patient confirmed that the cycler set was discarded and not available for return to the manufacturer for physical evaluation.